Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited a lead warning for high and undefined impedance. It was noted that this may have occurred due to the lead being revised for an unspecified reason. The rv lead remains in use. No patient complications have been reported as a result of this event.